Event description:
It was reported that the 9800 system has intermittent up/down vertical column movement. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the column power supply. The system was tested and found to be working as intended and placed back into service.